Event description:
It was reported that a patient underwent a procedure for stabilization of the chest wall on (B)(6) 2023 suture was used as pericostal suture. Post-op, the sutures tore. Single button sutures. The ribs dehisced secondarily after suture failure. The first signs was seen as outpatient in our ambulance on (B)(6) 2023. It was interpreted as a muscle relaxation. The patient had to be treated surgically again. The operation was done on (B)(6) 2024. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was more than 1 suture involved in this event? If yes, please provide number of sutures and explain. Yes we used 6 (six) sutures as pericostal stitches. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Male patient, 68 years old, 127 kg and preoperative bmi of 37.51. Date and name of index surgical procedure? Date of surgical procedure (B)(6) 2023. Stabilisation of the chest wall with pericostal sutures and intrathoracic implantation of a 20 x 15 cm paripex-mesh (covidien). The diagnosis and indication for the index surgical procedure? He was diagnosed with a big thoracic hernia due to ventral costal cartilage injury with dislocation. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? It was an open procedure. On what tissue was the suture used/location of suture placement? Pericostal stitches. What instruments were used in this procedure to handle the suture? Normal needle holders. What tissue dehisced? The ribs dehisced secondarily after suture failure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? It was fibrotic tissue between the ribs and normal tissue over/under the defect how was the suture placed (interrupted or continuous)? Interrupted double stitches. How was the suture tied (square knot or multiple knots one end)? Multiple knots one end. Date of dehiscence? The first signs were seen as outpatient in our ambulance on (B)(6) 2023. It was interpreted as a muscle relaxation. How was the dehiscence managed? We performed another operation. Please describe any surgical intervention required for the wound dehiscence including date and findings. The operation was done on (B)(6) 2024. We took the pds-cordel out and did pericostal stitches with cerclage and sling sutures on the posterior side. The implanted mesh was intact and adequately fixed on the superior side, but due to suture dehiscence no fixation of the inferior side please describe the appearance of the suture during the second procedure. The suture on the second operation could be cut with hands. Were there any precipitating patient stress factors for the suture breakage? We tried to reduce or keep stress so much as possible and the patient had to keep a chest support (rib belt). Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Yes after the suture placement or re-operation. There was no stability. What symptoms did the patient experience following the index surgical procedure? Onset date? He had the same symptoms as before the operation. Other relevant patient history/concomitant medications? Obesity and smoking. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Early insufficiency of the suture. What is the patient's current status? The patient is momentarily doing well. Surgeon's name? Dr. (B)(6). Will the product be returned? If so, please provide the return date and tracking information yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported in the additional information that ¿6 (six) sutures as pericostal stitches¿ were involved in the event. Please clarify the following: does 6 refer to the number of individual stitches that broke from 1 suture device? Were 6 suture devices used on the patient? Did 6 suture devices break post-op? Please provide clarifying details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported in the additional information that ¿6 (six) sutures as pericostal stitches¿ were involved in the event. Please clarify the following: does 6 refer to the number of individual stitches that broke from 1 suture device?: yes were 6 suture devices used on the patient?: yes, did 6 suture devices break post-op?: yes.